Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot manufacturing location: supplier ¿ tecomet / inspected, packaged and released by: monument release to warehouse date: 25-apr-2017 , part number: 04.503.122, ti matrixneuro contour mesh 200mm x 200mm/0.6mm rigid, lot number: h273995 (non-sterile) lot quantity: 14. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance supplied by tecomet dated 14-apr-2017 was reviewed and determined to be conforming. Packaging label logs were reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 22006, ti2 si.60, lot number: 9934197, lot quantity: 1,150 lbs. Material certification supplied by supra alloys dated 15-oct-2015 was reviewed and determined to be conforming. Lot summary report dated 27-oct-2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria device history batch null, device history review 22-aug-2019: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary the available pictures of CT scans shows a breakage in some area of the matrixneuro mesh implanted. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that because of accident, the patient was undergone the primary operation on (B)(6) 2017, the operation' s name is unknown. The patient becomes vegetative and stays in the hospital. On (B)(6) 2019 noted excessive intracranial pressure and skull collapsed, scanned by CT, noted the mesh was broken. Did 2nd surgery(skull repair surgery). Now the patient is stable and in hospital now. Concomitant device reported: cranial-scr plusdrive ø1.6 self-drill l4 (part # 400.834, lot # h361209, quantity # 26). This report is for one (1) ti matrixneuro contour mesh 200 mm x 200 mm / 0.6 mm rigid. This is report 1 of 1 for (B)(4).